Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: on examination, the battery compartment was noted to be cracked from the opening down to the rubber bumper. A leak test was performed which revealed moisture leak at the battery compartment crack. The pump was opened for investigation and revealed evidence of moisture on the display flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.